Manufacturer narrative:
The insulin pump was received with partial display/missing segments due to cracked and bleeding lcd glass. The insulin pump was received with cracked case at display window corners, minor scratches on lcd and shifted end cap sticker.

Event description:
The customer reported via phone call indicating that the insulin pump had a partial display. Customer's blood glucose was unknown mg/dl. The customer stated that he can not see half of the screen. Customer is using an (B)(6) aaa alkaline battery. The customer stated that the insulin pump was neither dropped nor bumped. Customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.